Manufacturer narrative:
As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description could not be confirmed as no catheter or sheath sample was returned. Without receiving a catheter or sheath sample for evaluation, a definitive root cause for this event could not be determined. Potential root cause for both catheter difficulty advancing and damage to sheath is handling damage during use, i.e. Advancing the catheter/sheath against a tortuous anatomy. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Labeling review: instructions for use is provided with the catheter device and contain the following statements: warnings - pay careful attention while using the catheter, avoid excessive force and be on alert for any potential damage. Inadvertent movement of the catheter may result in patient injury. Always use fluoroscopic surveillance when advancing the auryon catheter inside the patient vasculature to avoid misplacement, dissection, or perforation. Auryon catheter insertion over the wire until laser activation: you may use any other gw to cross the lesion, but the final gw that auryon catheters will track over should be 300cm 0.014", and preferably stiff gws. Once this gw is angiographically verified to cross the lesion in the vessel's lumen, it is ready for auryon catheter insertion over the wire. Advancement of auryon catheter through the lesion: a) do not to exceed 10 seconds of lasing at the same location. If you experience any difficulty to advance the auryon catheter, immediately start self-count-down. Self-count-down should start the moment you experience non-advancement of the auryon catheter. When advancement resumes, you should stop self-count-down and resume it if additional non-advancements are experienced. B) if the auryon catheter cannot be advanced by the 10th second of laser activation, you should release the foot switch to stop the laser, retract the catheter approximately 3-4 mm, and try to advance again while rotating the catheter shaft approximately 90 degrees to either side, while resuming 10 seconds count down . C) if the auryon catheter is still not advancing with the above-mentioned rotation manipulation for the additional 10-seconds, immediately stop the laser activity by releasing the footswitch . D) ask the laser operator to raise the fluence to the 60mj/mm2. E) activate the laser and try again to advance the auryon catheter through the lesion . F) if the auryon catheter cannot be advanced, resume the self-count-down to 10 seconds . G) if the auryon catheter cannot be advanced in this attempt, stop the laser activity, withdraw the auryon catheter and use a new catheter. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
It was reported that the disposable device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics clinical specialist reported the following: a 2.0mm eximo atherectomy catheter was used in a 6fr. X 55cm cook sheath. The sheath was parked in the contralateral common femoral artery and the device was advanced through the sheath, over a cook road runner .014 wire. When the laser reached the apex of the bifurcation, it would not advance. The doctor retracted the sheath slightly and advanced the laser catheter until it met resistance. He then tried to push both the sheath and catheter, together, over the bifurcation. Resistance was met and the physician advanced the catheter forward, slightly, to see if it had crossed. There was resistance but it traveled over the bifurcation. The resistance was present for the entire case with the laser, balloon and the stent that was used. When removing the sheath, there was 5 inches of plastic, from the lumen of the sheath, (inferior aspect of the greater curvature over the bifurcation) hanging outside the sheath and still in the patient's groin. The plastic was still attached to the interior of the sheath and was removed by hand. The patients groin was scanned and revealed nothing left behind. There was no adverse effect to the patient due to this event. It was indicated that the reported device is not available to be returned to the manufacturer for evaluation.